Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap and the pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No blank display was noted during testing. No damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 9.8 mmol/l. Troubleshooting was initiated and the customer confirmed that the insulin pump was undamaged: it was not dropped or exposed to moisture. The customer tried several new energizer aaa batteries from different packages. The battery cap contacts and spring were not damaged. The customer cleaned the battery cap contacts and the new battery did not activate the screen; the display remained blank. The insulin pump will be returned for analysis.